Event description:
On 07-may-2026, a sales representative reported via email that three ar-8992st dx nano fibertak anchors failed during use. The suture material was reported to be improperly loaded. Upon implantation, the anchors did not deploy as intended; the construct lost integrity and pulled out of the bone rather than securing in place. The event occurred intraoperatively, with no reported patient harm. Additional information was received on 18-may-2026: during a volar plate advancement procedure performed on (B)(6) 2026, multiple device issues were encountered with three implants. The suture from the first implant frayed and tore during final tensioning after initial deployment, resulting in loss of fixation and anchor damage. The second and third implants failed to deploy. All affected implants were removed from the patient, and all fragments were successfully retrieved. The procedure was completed using a product from another manufacturer. There was no delay in the surgery, and no additional anesthesia was required. There was no reported patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.